Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was able to confirm the customer comment that the device would not interrogate and it failed its incoming test. The cable was damaged (cut) and was therefore replaced. The device then passed all functional and systems testing. (B)(4).

Event description:
It was reported that the radiofrequency programmer head was unable to interrogate an implantable heart device, post-implant. The head was changed out and the device was able to be interrogated. The radiofrequency head was returned for service. No patient complications have been reported as a result of this event.